Event description:
On (B)(6) 2009, a replacement of an ascending aorta and debranching surgery of the brachiocephalic, the left common carotid, and the left subclavian arteries were performed. On (B)(6) 2010, the patient underwent an endovascular procedure using gore® tag® thoracic endoprostheses (tg3415/7306625, tg3420/05626826) to repair a dissecting aneurysm of the thoracic aorta with diameter of 76mm. As kti sheath (cook) was advanced at the highly tortuous descending thoracic aorta, the patient's blood pressure drastically dropped. As an angiography revealed aneurysm rupture, the physician attempted to repair it by implanting the devices. However this was not successful and therefore the procedure was converted to open surgery, using percutaneous cardiopulmonary support device (pcps). Hemostasis was not possible and then during the procedure the patient expired due to blood loss (22,500ml) from the rupture.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.